Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Event description:
Lilly case ID: (B)(4) this report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a female patient of unknown age and origin. Medical history included diabetes mellitus and renal disorder. Concomitant medication was not provided. The patient received generic insulin lispro (rdna origin) (insulin lispro 100 u/ml) from cartridge, via a reusable pen (humapen ergo ii two tone blue) four times a day, for an unknown indication, beginning on an unknown date. On an unknown date, while administering insulin lispro therapy, when inserting the needle, leakage of the liquid occurred (B)(4), lot: 2406d06). She experienced significant alteration in blood glucose as glycemic levels above 600 mg/dl due to problems related to insulin use. Since (B)(6) 2026, she had symptoms of dizziness, weakness and drowsiness, as well as being very hungry and increased desire to urinate. The event of blood glucose increased was considered serious by the company due to medically significant reasons. She was applying insulin using a syringe and did not prime the pen (improper use). Information regarding corrective treatment, outcome of the events and status of insulin lispro therapy was not provided. The operator of humapen ergo ii pen was the patient, and her training status was not provided. The general and suspect humapen ergo ii duration of use was not provided. The suspect device status was not provided. The action taken with the suspect humapen ergo ii was unknown and its return status was expected. The reporting consumer did not provide an assessment of relatedness between the events and insulin lispro treatment or its suspect humapen ergo ii device. All the information received on 22-apr-2026 and 24-apr-2026 were processed together. Update 11-may-2026: information was received from affliate on 06-may-2026 in response to follow up attempt: no new medically significant information was received thus no changes were made to the case. Edit 19may2026: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.